Event description:
Report received from USA stating device was "heating up during surgery." The device was being used in a "acds surgery." No patient or user injury was reported. No delays in surgery was reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent. Ref: (B)(4).